Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed high thresholds and sensing anomalies on the right ventricular lead. The physician suspected lead dislodgement. During lead revision procedure, the physician attempted to reposition the lead, after several attempts at repositioning, the stylet was unable to move past the connector pin. The lead was explanted and replaced. The patient was stable before, during and after the procedure.